Manufacturer narrative:
Intermittent button response due to corroded keypad connector and corroded electronic assemblies. Unable to perform self test, sleep current measurement, active current measurement, and displacement test or verify frozen screen anomaly and pump error 68 due to keypad anomaly. The following were noted during visual inspection: cracked case near the corner of belt clip rails, pillowing keypad overlay, and cracked case on the battery tube side.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and it does not allow customer to press any button and buttons were unresponsive at that time. Customer stated that numbers were not ramping on their own. Customer stated that insulin pump had frozen display. Customer stated that alarm occurs during the time that buttons were not responding and they were not able to clear the alarm. Customer stated that insert battery alarm occurs after battery change. Customer stated that buttons were not responding after inserting new battery. No harm requiring medical intervention was reported. The device will be returned for analysis.